Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 12mm was returned for analysis. A visual and tactile examination of the hypotube noted no issues. A visual and tactile examination of the shaft polymer extrusion noted no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. A leakage test was performed. Using a testing encore inflation unit, the balloon was inflated to its rated burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use. The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.